Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with a cracked lcd window and a cracked case at the display window corner. Device passed the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several motor error. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had crack in the bottom of screen. Customer declined troubleshooting. Insulin pump will not be returned for analysis.